Event description:
Reportedly, a 23mm aortic valve was replaced in a valve-in-valve procedure due to aortic regurgitation after an implant duration of eleven (11) years, four (4) months and fourteen (14) days. Patient is reported as stable. No additional information or documentation has been provided.

Manufacturer narrative:
Device not returned. The device is not available for return and evaluation because it remains implanted. No additional patient information is available. Echo reports have not been made available. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.